Event description:
Unomedical reference number (B)(4). Event occurred in the united states. The patient reported that the infusion set's tubing came apart while trying to put it on. At the time of the event, the patient's blood glucose level was 182 mg/dl. There was no damage to the infusion set when the package was first opened. Reportedly, the infusion set was replaced, and insulin was resumed successfully. No further information available.